Event description:
Related manufacturer reference number: 2017865-2022-07680. It was reported the patient presented with diaphragmatic stimulation caused by the left ventricular lead. The left ventricular lead was explanted and replaced. During the procedure, the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was stable prior, during, and post procedure.

Manufacturer narrative:
The reported events of diaphragmatic stimulation and lead dislodgement were not confirmed. A completed lead was returned in one piece for analysis. Lead tip, electrical, and visual analysis were normal with no anomalies found.

Event description:
New information noted the suspected cause of the diaphragmatic stimulation was dislodgement of the left ventricular lead.